Event description:
Dealer states range issue. Powered wheelchair is not holding a charge before it should. No injury.

Manufacturer narrative:
The incorrect information was submitted on the initial medwatch.